Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from customer biomed reporting the v60 ventilator alarmed with a blower temp high alarm message on the screen. The device was in clinical use. The device continued to ventilate the patient and was removed with incident. There was no report of harm to patient/user. A philips remote service engineer (rse) evaluated the issue remotely with customer biomed and confirmed the issue was duplicated in testing. The error code 1122 (blower temperature high) was noted in event log. The rse advised customer that blower should be replaced to correct issue. The customer requested an onsite service evaluation. Investigation ongoing / resolution pending

Manufacturer narrative:
H10: the final disposition of the device is unknown because the customer declined service the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.